Event description:
It was reported that a large volume folfusor underinfused during infusion. It was observed that there was more than 10% of the expected medication volume to be delivered in the device after the expected therapy time was completed. The device contained piperacillin/tazobactamin and 0.9% sodium chloride having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 15, 2023 - november 17, 2023. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that fluid was inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.